Event description:
It was reported the customer was hospitalized for high blood glucose. The customer also reported receiving several no delivery alarms and bent cannulas. Date of hospitalization was 10/24/2014. Blood glucose at the time of admission was 480 mg/dl. The customer also reported being hospitalized with diabetes ketoacidosis. It was also found the customer had cellulitis, leading to the hospitalization. Troubleshooting for the insulin pump found insulin did not exit during a manual prime. Customer was also advised to change out their entire infusion set, reservoir, and insulin. The customer's insulin pump will also be replaced. No additional information provided.

Manufacturer narrative:
Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No excessive no delivery alarms noted. Unit functioned properly. Unit received with cracked reservoir tube lip. (B)(4).